Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of the ar-8737-37 broke off in the screw during implant. The tip was removed from the implant. They then used an ar-8737-45 to complete the implant; that tip also broke off in the implant and it was removed. This was a hammertoe case.